Event description:
It was reported that the implantable neurostimulator (ins) was replaced on (B)(6) and the battery felt warm to the touch across battery pack. Patient noticed this a week prior to this report. Patient¿s family or friends checked both the left and right ins and both showed ¿on/ok.¿ patient had experienced 3 falls since the ins replacement. The first fall was the week prior to this report and the next two were on the day of this report. Patient had no injury as a result of the falls. It was noted that the patient had been feeling weak and had no energy. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 7482a51, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 3389s-40, lot# v055967, implanted: 2007-(B)(6), product type lead, product ID 3389s-40, lot# v055967, (B)(4), implanted: 2007-(B)(6), product type lead, product ID 64002, lot# n329960, implanted: 2012-(B)(6), product type adapter, product ID 3387-40, lot# j0225449v, implanted: 2002-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension, product ID 37601, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. (B)(4).